Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the patient experienced confusion, extremity pain/cramps, dizziness, fuzzy vision, and high blood glucose level due a bent cannula. Therefore, on (B)(6) 2022, at 11:00 pm, the patient was admitted to the hospital due to diabetic ketoacidosis, with blood glucose level of 644 mg/dl. The infusion had been used for one day and the site location was patient abdomen. During hospitalization, the patient received insulin drip intravenously as corrective treatment. The patient was admitted for three days in the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.